Manufacturer narrative:
The reported events of premature battery depletion and failure to interrogate were confirmed. A device was returned with no telemetry. Final analysis noted high current from the rf module. An anomalous integrated circuit (ic) was found to be the cause of the high current drain, causing the reported events of premature battery depletion and failure to interrogate. No other anomalies were identified.

Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of arrythmia. Upon interrogation, it was noted that the pacemaker could not be interrogated and programmed due to premature battery depletion. The reported device was explanted and replaced on (B)(6) 2023. The patient was stable condition.